Event description:
Related manufacturing reference number: 2017865-2023-18979. The patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited a high ventricular capture threshold alert. The patient presented to the hospital for a device check and the capture threshold was at a normal level. It was unknown whether the issue was with the ICD or the right ventricular lead. Programming changes were made. The patient was in stable condition.